Event description:
It was reported that the patient experienced a loss of therapeutic effect. The neurostimulator "died" six months after implant. The health professional evaluated the neurostimulator and tried reprogramming it but had no success. The patient continues to have problems with her device. The patient was reported to be at home in fair condition. Further information is being requested from the hcp.